Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive no delivery alarms. Insulin pump was changed and issue persisted and customer declined trying different infusion sets. Insulin pump was changed again and issue was resolved. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.